Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 6/6/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, the cause of the event cannot be determined. However, based on the description of events, it is likely that this hyperglycemic event was caused by a failed infusion set.

Event description:
On 9/19/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 9/16/24. On 9/19/24 a beta bionics customer care agent followed up with the user about the event. The user reported experiencing dka on (B)(6) 2024 with bg levels exceeding 600 mg/dl, despite the ilet delivering insulin. The user suspected a possible bad infusion set site or a bent cannula but was unsure of the exact cause. They called for an ambulance themselves, but emts did not provide treatment. Once at the hospital, staff administered an IV drip of insulin, which brought the user's bg levels back into range. The use was released on (B)(6) 2024. The user was on daily insulin injections until they can reconnect to the ilet with their cds on (B)(6) 2024. The user experienced nausea and excessive vomiting during the event.